Event description:
The hcp reported that the pump delivery system was explanted after 30 months. The hcp "thinks there was an issue at connector site. Questions tear at connector." The patient was receiving baclofen via the drug delivery system. No withdrawal symptoms were reported. The device was returned to the manufacturer for analysis. A follow-up report will be sent when additional information becomes available.